Manufacturer narrative:
(B)(4). The lot was manufactured march 25, 2014 ¿ march 26, 2014. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress-member found no signs of abnormalities. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event was reported to have occurred in 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with sodium chloride solution. There was no patient involvement. No additional information is available.